Event description:
The patient reported palpitations since several weeks, so she visited the hospital where it was observed that the device had switched several times into mode switch even though no atrial fibrillation had been verified. As the lead impedances were normal, no other actions were undertaken. During a subsequent follow-up, the atrial lead impedance was reportedly measured above 3000 ohms, and no pacing was detected. A re-intervention was performed; both leads were disconnected from the device and showed proper functioning and measurement values, so the physician suspected a connection issue between the lead and the pacemaker. Av crosstalk was also observed, as well as retrograde p-waves after ventricular stimulation. No issue was visually observed on either lead. The subject pacemaker was replaced.

Manufacturer narrative:
The preliminary analysis of the returned device did not reveal any suspicion of device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported palpitations since several weeks, so she visited the hospital where it was observed that the device had switched several times into mode switch even though no atrial fibrillation had been verified. As the lead impedances were normal, no other actions were undertaken. During a subsequent follow-up, the atrial lead impedance was reportedly measured above 3000ohms, and no pacing was detected. A re-intervention was performed; both leads were disconnected from the device and showed proper functioning and measurement values, so the physician suspected a connection issue between the lead and the pacemaker. Av crosstalk was also observed, as well as retrograde p-waves after ventricular stimulation. No issue was visually observed on either lead. The subject pacemaker was replaced.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient reported palpitations since several weeks, so she visited the hospital where it was observed that the device had switched several times into mode switch even though no atrial fibrillation had been verified. As the lead impedances were normal, no other actions were undertaken. During a subsequent follow-up, the atrial lead impedance was reportedly measured above 3000 ohms, and no pacing was detected. A re-intervention was performed; both leads were disconnected from the device and showed proper functioning and measurement values, so the physician suspected a connection issue between the lead and the pacemaker. Av crosstalk was also observed, as well as retrograde p-waves after ventricular stimulation. No issue was visually observed on either lead. The subject pacemaker was replaced.